Event description:
It was reported to boston scientific corporation that an orbera intragastric balloon system was implanted on an unknown date. During the ongoing use of the device, the patient reported discomfort, pain, and vomiting. The physician believed that the balloon was hyperinflated. The balloon was removed via endoscopic procedure on september 18, 2025. The patient has fully recovered.

Manufacturer narrative:
Block h6 device code a1406 is being used to capture the reportable event of spontaneous inflation. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that an orbera intragastric balloon system was implanted on an unknown date. During the ongoing use of the device, the patient reported discomfort, pain, and vomiting. The physician believed that the balloon was hyperinflated. The balloon was removed via endoscopic procedure on (B)(6) 2025. The patient has fully recovered.

Manufacturer narrative:
Block h6: device code a1406 is being used to capture the reportable event of spontaneous inflation. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure. Device evaluation. Block h11: the orbera balloon was not returned, and no media was provided for analysis. Therefore, neither product analysis nor media review could be performed. Due to the lack of available evidence, the reported event of balloon spontaneous inflation could not be confirmed. A risk review of the orbera was completed and confirmed that the events of balloon spontaneous inflation, endoscopic procedure, vomiting, pain and discomfort were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Additionally, it was confirmed that the following adverse event is anticipated in the IFU: balloon spontaneous inflation vomiting, pain and discomfort. For the event endoscopic procedure, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, will be classified as cause not established. Based on all gathered information, for the events of balloon spontaneous inflation, vomiting, pain and discomfort, these adverse events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). For this reason, these events are catalogued as "known inherent risk of device".

Event description:
It was reported to boston scientific corporation that an orbera intragastric balloon system was implanted on an unknown date. During the ongoing use of the device, the patient reported discomfort, pain, and vomiting. The physician believed that the balloon was hyperinflated. The balloon was removed via endoscopic procedure on (B)(6) 2025. The patient has fully recovered.

Manufacturer narrative:
Block h6device code a1406 is being used to capture the reportable event of spontaneous inflation. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure.device evaluation:block h11:the orbera balloon was returned deflated. Upon evaluation, the balloon was observed to be blue in color, indicating it was most likely filled with methylene blue. The reported event of balloon spontaneous inflation could not be confirmed.a risk review of the orbera was completed and confirmed that the events of balloon spontaneous inflation, endoscopic procedure, vomiting, pain and discomfort were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. The intragastric balloon system instructions for use (IFU) states "the igb is placed in the stomach and filled with sterile saline"; however, it was observed during the visual inspection that methylene blue was used when filling the orbera balloon. There is no evidence that there is any issue with translation, wording, or graphics of the (IFU)/labeling information. Additionally, it was confirmed that the following adverse event is anticipated in the IFU: balloon spontaneous inflation vomiting, pain and discomfort.based on the event description and information provided by the customer, the device was used in a manner inconsistent with written instruction in the IFU. Therefore, the instructions for use not followed in this event is catalogued as failure to follow instructions because the problems traced to the user not following the manufacturer's instructions. However, this failure could not be related directly to the main cause of this investigation. For the event endoscopic procedure, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, will be classified as cause not established. Based on all gathered information, for the events of balloon spontaneous inflation, vomiting, pain and discomfort, these adverse events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). For this reason, these events are catalogued as known inherent risk of device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm.